Manufacturer narrative:
One opened/used sensor was evaluated and visually inspection and it was noted the sensor cannula was broken. The broken part was missing. Unable to confirm if customer received the sensor in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call, the insulin pump has been alarming lost sensor since she inserted it. After three hours alarm continues. Customer didn't know her blood glucose level. Troubleshooting was performed. Customer inserted with the serter on her left side of her abdomen. Sensor seemed flat up against her skin. Customer was advised to remove the sensor and she stated it wasn't damage or bent. Customer agreed to return the device for analysis.